Event description:
It was reported that a cartridge change error occurred. There was no reported impact to customer¿s blood glucose level. Distributor later received pump, and a system check showed successful cartridge loading, insulin delivery, and no alerts or alarms, indicating pump was in working condition, with no additional corrective actions documented.